Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the output connector assembly was broken. Analysis also determined that the hanger assembly was broken, multiple errors occurred, the main printed circuit board (pcb) was out of electrical specification, and the lower case batter drawer was sticking. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular ports required repair. The epg was returned for service, test, and calibration. There was no patient involvement.